Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump model number and pump serial number were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (lot: 0228500581); product type: 0184-catheter; implant date; unknown ; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 5.0 mg/ml at a dose rate of 0,2402 mg/day via an implantable pump as of (B)(6) 2026, it was reported that the patient experienced withdrawal symptoms. The catheter was checked in the operating room (or) and the physician reported fluid leaking at the location of the sutureless connector.  Factors that may have led or contributed to the issue were unknown.  The complete catheter was explanted and replaced.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2026.  The patient's medical history and age at the time of the report was unknown or would not be made available.  The catheter is to be returned to the manufacturer.

Manufacturer narrative:
H3. Analysis identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.